Manufacturer narrative:
Device evaluated by MFR: promus premier select 16 x 3.50mm stent delivery system catheter was returned for analysis. A visual examination of the stent found no issues. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The stent outer diameter was measured using snap gauge and was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the calcified right coronary artery. A 16 x 3.50 promus premier select drug-eluting was advanced for treatment. However, the stent could not be tracked and the stent got damaged. The procedure was completed with a different device. Tehre were no further patient complications reported.

Event description:
It was reported that stent damage occurred. The target lesion was located in the calcified right coronary artery. A 16 x 3.50 promus premier select drug-eluting stent was advanced but could not be tracked due to calcified vessel and the stent got damaged during the process. The device was removed and the procedure was completed with a different device. No patient complications were reported.